Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated they did not pressed a button for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response. Unable to perform the self test, displacement test and keypad voltage test due to no button response. Unable to download history files and traces using thus due to no button response. The keypad overlay was removed to perform visual inspection and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. By using a test case, the pump was able to navigate the menu, continued testing and download. The pump passed the self test. No keypad anomaly noted when using the test case. Succesfully dowloaded history files and traces using thus. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 04/14/2021 10:39:37.000, 12:41:35.000, 12:52:48.000, 13:17:00.000, 13:28:49.000, 13:38:00.000, 14:57:25.000 and, 15:37:55.000. In conclusion, no button response and stuck button alarm/pump error 61 (stuck key alarm) were confirmed due to a corroded keypad traces. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a end cap address label missing. A cracked retainer was confirmed. Unable to download history files and traces using thus due to no button response. However, by using a test case, the pump was able to navigate the menu, continued testing and download. No button response and stuck button alarm/pump error 61 (stuck key alarm) were confirmed due to a corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.